Event description:
It was observed that during the device evaluation, the video scope exhibited a broken channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Correction- h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.